Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which it was noted that there was a balloon loss of fluid caused by a hole. All components were removed and replaced and there were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which it was noted that there was a loss of fluid from the balloon caused by a hole. All components were removed and replaced and there were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No leaks were identified; however, the component's pressure was found to be below specification and its kink resistant tubing (krt) presented wear to the filament. The balloon was visually inspected and tested for leaks. Wear and a tear from fatigue were noted; due to the tear, the component could not be functionally evaluated. The cuff was visually inspected, leak and functionally tested. Folds were noted, but no leaks were identified. Based on the information available and analysis results, the pump no passing functional testing and the tear identified in the balloon could have caused or contributed to the reported clinical observations.